Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was ¿cauterized¿ by another instrument. The fbf instrument was burned. No fragment fell inside the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the yaw pulley. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on three out of three attempts. The instrument delivered energy without any issues on three out of three attempts. The complaint was confirmed by failure analysis.